Event description:
There was no patient involved in this event. This device malfunctioned because the device would not upgrade to new software.

Manufacturer narrative:
The pad device was installed on (B)(4)2010 with the device performing and passing an auto self test. The software was then upgraded and the device was power cycled on the (B)(4) 2012. There are no further events recorded. The investigation found no fault with the returned pad device. The pad device had performed as expected from installation until the last entry log. The problem with the upgrade was attributed to the upgrader tool and not with the device. The device was able to deliver therapy if required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the (B)(4) pad 300 and 300p devices are for multi-use.